Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification.this serves as a correction report.

Event description:
A blank screen issue was reported with the adc device. A blood glucose reading of 22.7 was obtained on an hcp meter. The customer experienced a loss of consciousness, seizure, and dizziness and was treated with a glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A blank screen issue was reported with the adc device. A blood glucose reading of 22.7 was obtained on an hcp meter. The customer experienced a loss of consciousness, seizure, and dizziness and was treated with a glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.